Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, broken rephysis stem that was connected to a guardian distal femoral implant via a custom connector.